Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix and the inner coil near the terminal pin was tangled. Analysis noted that the lead tip and helix appear to be intact and undamaged. Thus no abnormalities were observed during testing which may have caused or contributed to the reported clinical observation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the their clinic for routine follow up. The lead was noted to have loss of capture (loc) at high outputs. An x-ray was performed where a perforation was noted. The patient was seen for a revision procedure where the lead was explanted and replaced. No additional adverse patient effects were reported.